Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, a periprosthetic femur fracture was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2010 due to a subtrochanteric femur fracture.

Manufacturer narrative:
Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2010. Subsequently, the patient experienced a periprosthetic femur fracture, noted on (B)(6) 2010. There has been no reported revision procedure.